Event description:
The dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, no foam particles was found. Contamination found smoke and error code was found within the device. The device was scrapped. The device was scrapped following the evaluation. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed.